Event description:
The catheter was being placed via left side for pleural effusion. During placement, it is believed the catheter may have punctured the heart. The pt was subsequently taken to the or for surgical repair.